Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
68-year-old female patient received a right hip revision to treat dislocation and liner disassociation secondary to a pelvic fracture caused by a fall. Upon entering the joint, the surgeon identified and debrided metallosis caused by metal debris. The liner was disassociated due to locking mechanism failure and fractured, causing the femoral head to articulate on the cup causing metal debris. All fragments of the liner were removed, and the worn femoral head was revised. The cup and stem were well-fixed and retained. The patient received another articuleze femoral head and pinnacle constrained liner with locking ring. During hip reduction, the surgeon identified some impingement that he deemed appropriate for the patient. The procedure was completed without complications. Of note: treatment for the pelvic fracture was not included in the operative notes or medical records. Doi: (B)(6) 2008(cup), doi: (B)(6) 2018(head ,liner), dor: (B)(6) 2019, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot :a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. This medwatch report was initially submitted on 09/22/2022. This report is being resubmitted as this report failed submission as a result of the electronic gateway. Please reference FDA ticket (B)(4) for additional details.